Event description:
Pt undergoing laparoscopic removal of uterine myoma and on the operative table. Physician attempted to use morcellator outside the pt's abdomen blade would not spin when pedal was depressed. E01 message appeared on display. In the process of attempting to get machine to work, the machine shocked the physician. Ultimately operation had to be converted to mini laparotomy since machine was not working.